Manufacturer narrative:
The carefusion failure analysis engineer examined the main pcba coldfire and found that the zero ¿0¿ calibration of the exhalation differential transducer pt802 failed to calibrate. Pcba was installed into a known good vela test vent and calibration was performed. Event log, has one vent inop, many eeprom write failures, several motor faults, several vent hours defaulted and many xdcr faults. Could not duplicate complaint allegation, vent inop and motor fault. The issues associated with the vent inop, eeprom write failures and motor faults appear to have been solved when the turbine was replaced. However, the exhalation differential transducer pt802 failed to calibrate at zero ¿0¿. This issue is being addressed in an internal corrective action. Examined turbine and found that it caused a vent inop. Turbine was installed into a known good vela test vent and evaluated. The problem was traced to corrupt data on eeprom on turbine interface pcba. Turbine was re-characterized and now it functions normally. Duplicated complaint allegation vent inop. This issue is being addressed in an internal corrective action.

Event description:
The customer reported that the ventilator is alarming vent inoperative and motor fault.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that the main pcb corrected the reported issue. Following the completion of FDA audit on (B)(4) 2014, carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.